Manufacturer narrative:
(B)(4). Method: device work order search. Result: a device work order search was performed and no similar complaints were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 21.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the injector. Lens was not implanted and no patient contact reported. Cause of incident is unknown.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the injector was returned in injector box but clear surgical residue/debris found on product. Visual inspection found the cartridge tip deformed, presence of foreign material (clear residue) and the lens was stuck in the cartridge. Corrected information: (B)(4). Previous code not applicable, should be under patient code. (B)(4).